Manufacturer narrative:
(B)(4).

Event description:
Procedure: roux-en-y. According to the reporter: the pt had an intragastric upper gi bleeding which needed blood transfusion. Medical intervention was required. The pt status was reported as well. Further details have been requested.